Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device's pilot balloon was in negative pressure status and had dent. It was stated that it was difficult to inject the air. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample of endotracheal tube was received for evaluation. A visual inspection was performed and it was observed all the components are assembled properly at the tube and no damage was observed in the pilot balloon. An inflation/deflation test was performed using a syringe 25cc of air was applied to the cuff and no difficulties were noticed at the time of inflation nor deflation, also it was observed the cuff held the air, the sample was left inflated 2 hours and no leaks were observed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.